Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a tube stent clogged in the forceps channel. The issue occurred during sedation for a therapeutic endoscopic retrograde cholangiopancreatography procedure that was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event is detectable/preventable by handling the device in accordance with the following IFU: "IFU states the detection method in tjf-q290v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.